Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator. System operates as intended. (B) (4).

Event description:
The customer reported the collimator is not opening on boot up. No pt injury was reported.